Event description:
It was reported that approximately fifteen months after implantation of a vena cava filter, the filter was noted to be tilted and two detached limbs were discovered embedded in the ivc wall in the vicinity of the filter. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.